Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge and that there was white septum material in the syringe. Customer's blood glucose ranged from 150-250 mg/dl. A new cartridge was loaded to address the event.